Event description:
It was reported that previous inflatable penile prosthesis was removed due to fluid loss from a bilateral cylinder rupture. A new inflatable penile prosthesis consisting of 15 cm x 12cm cylinders, pump, and reservoir were implanted.